Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. Unfortunately, we did not receive the sample for examination in our product evaluation laboratory. Without return of the product, we are unable to perform a complete investigation into the root cause of the reported event. At this time, we cannot confirm the reported issue.

Event description:
It was reported that the pressures will either drift or suddenly jump to a new pressure. The numeric reading for the a-line pressure and the nibp did not correlate by a difference of about 60-80 points for the duration of the entire case. The pa pressure was also reported to be off by 40 points. Cables were swapped out and repeated attempts to zero the pressure did nothing to fix the issue. Zeroing was performed multiple times during the case. It was further stated that this issue occurred on four different patients. All four devices were discarded at the hospital and will not be returned for evaluation. There were no patient complications reported and no treatment of any sort was required to the patient.